Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the sheath was kinked, the imaging core and window were twisted, and the catheter was entangled over the guidewire.

Event description:
It was reported that a catheter issue occurred. The opticross ic imaging catheter was advanced for ultrasound examination of the target lesion. During removal, the catheter became entangled with the guidewire. The device was exchanged and the procedure continued. There were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The opticross ic imaging catheter was advanced for ultrasound examination of the target lesion. During removal, the catheter became entangled with the guidewire. The device was exchanged and the procedure continued. There were no patient complications reported.